Event description:
Rn noted that patient's inner cannula was moving in and out with patient respirations. On closer inspection the outer cannula of trach was not attached to the phalange. The phalange was being kept in place by the trach ties but nothing was securing the outer cannula. Trach replaced. No ill effects saturations high 90-100%.